Event description:
The customer reported that the sys failed to display fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps2 power supply and associated fan assembly were evaluated and replaced. The sys was tested and found to be working as intended and returned to svc.